Event description:
End of my string starts pulling apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that the string pulls apart. No injury reported.

Manufacturer narrative:
Product investigation is in progress.